Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly deployed. No issues were found that would result in the needle mechanism deploying early. The download data from the pod showed that each priming sequence ran for the expected number of pulses and that the pod was deactivated at the end of second prime. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.inspection of the soft cannula found the exposed portion to be damaged. Leak testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod, once the needle guard was removed the cannula had deployed early. The pod was not worn.